Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-05634 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic pain, abdominal pain, dyspareunia, bleeding, urinary tract infection, stress urinary incontinence, and vaginal vault prolapse. All other information is unknown.